Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "system failure" message. Failure code 55 (68020/6809 sync failure entering system config mode) was logged 8 times in the unit's fault log. The patient was switched to another unit and therapy was continued. No patient injury was reported.